Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had drainage and swelling at the ipg pocket site. The physician is planning on going through a course of steroids. Surgical intervention may take place in the future "dut" to the issue. Patient is reporting 95% effective stimulation.

Event description:
It was reported that the system was explanted on (B)(6) 2019.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was buried deeper (reference MFR. Report# 1627487-2019-00065). Further follow-up indicates the patients swelling and drainage was due to reaction to the silk suture. The issue is resolved.

Event description:
It was reported that the wound issue is resolved.